Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was entered into an unknown sheath and the balloon of the device was inflated normally; however, when it was pulled back it was removed from the unknown sheath. There was no reported patient injury. This was after a percutaneous transluminal angioplasty (pta) case, and the mynxgrip was used in the process to stop the bleeding. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device. It was noted that there was heavy dried diluted contrast solution residue observed in the inflation tubing of the returned device. Per functional analysis, leak testing could not be performed on the balloon of the returned device due to the catheter lumen being clogged with dried diluted contrast solution. Multiple attempts to inflate the balloon with water were exhausted. Per microscopic analysis, dried diluted contrast solution in the inflation tubing, inside the balloon and around the inflation indicator of the returned device was observed. A product history record (phr) review of lot f1901401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. Multiple attempts to preform leak testing were exhausted. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was entered into an unknown sheath and the balloon of the device was inflated normally; however, when it was pulled back it was removed from the unknown sheath. There was no reported patient injury. This was after a percutaneous transluminal angioplasty (pta) case, and the mynxgrip was used in the process to stop the bleeding. The device is expected to be returned for evaluation.